Manufacturer narrative:
Based on the claim against the product by the customer noting the cover breaking off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigation replicated and confirmed the customer reported complaint. The instrument was found to have one or more of the housing snaps broken. Common causes of the failure mode broken snaps instrument housing are typically attributed to mishandling/misuse. This may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Additional observation(s) not reported by site was also identified: the fenestrated bipolar forceps instrument was found to have thermal damage at the base of the yaw pulley. The instrument passed the electrical continuity test. The root caused attributed to mishandling/misuse. This complaint is reportable malfunction event due to the following: failure analysis found the evidence of thermal damage at the base of the yaw pulley. Thermal damage on the yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument cartridge cover was coming apart. There was no report of patient involvement. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.